Manufacturer narrative:
Analysis of the returned db-3128-55b serial number (B)(6) revealed the lead extension body was severely twisted and coiled. X-ray images of the device confirmed multiple cables were fractured. This suggests that the implantable pulse generator (ipg) rotated multiple times in the pocket resulting in deformation of the lead extension. Additionally, visual inspection revealed the lead extension was cleanly cut into two pieces approximately 52 centimeters from the proximal end of the lead. The clean-cut damage is the result of a typical explant procedure, and therefore, is not considered a failure.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site while sleeping, and the feeling of therapy abruptly turning on. The patient noted she turns a lot in her sleep and felt that the ipg flipped several times since being implanted. The physician assessed the presence of high impedance measurements, and the patient underwent an exploratory surgery to determine the cause. During the procedure x-ray imaging was done and confirmed the ipg had flipped several times in the pocket, and the physician replaced the extension and secured the ipg in place. The patient did well postoperatively and received adequate therapy. The explanted extension was retained by the facility; therefore, physical analysis could not be completed in our laboratory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5000398.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site while sleeping, and the feeling of therapy abruptly turning on. The patient noted she turns a lot in her sleep and felt that the ipg flipped several times since being implanted. The physician assessed the presence of high impedance measurements, and the patient underwent an exploratory surgery to determine the cause. During the procedure x-ray imaging was done and confirmed the ipg had flipped several times in the pocket, and the physician replaced the extension and secured the ipg in place. The patient did well postoperatively and received adequate therapy. The explanted extension was retained by the facility; therefore, physical analysis could not be completed in our laboratory.